Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. Investigation summary: according to the information received, the reported event for the reload was suspect diversion. Upon visual inspection of one photo, the following was observed: the photo shows five tyvek, the fifth tyvek packaging can not be appreciated. All four tyvek with the next information: lot t40w27, expiration date 2023/09/30 and product code gst60b. Lot number was reviewed, and it belongs to a b5lt device. The expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024/08/31. Additionally, the character is inconsistent with artwork and with no space. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product from unknown source that may be affect patient safety. No patient consequences reported. No further information is available.